Event description:
The patient claimed that she underwent a parathyroidectomy following elevated pth results of laboratory tests conducted using this essay.

Manufacturer narrative:
This information was found during a review of nid files. Nid has ceased manufacturing operations and no longer markets this product. Product labeling states that the results of this assay "should be interpreted with caution and with consideration of the overall clinical manifestation."